Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The subject is enrolled in the post market triathlon ts outcomes study. Patient was revised due to pain and femoral component loosening.

Manufacturer narrative:
An event regarding loosening & pain involving a triathlon stem was reported. The event was confirmed. Method and results: device evaluation and results: explanted device images were provided which depicts that femoral component is well fixed with long-stem. The cemented femoral component is surrounded by radiolucency with only distal cement noted.. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated "no dated serial x-rays and no examination of the explanted components are available. Based upon the information available for review, no determination can be made for the cause of the apparent loosening of the revision femoral component in the right total knee arthroplasty three-and-a-half years after implantation." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: based upon the medical records, patient was revised due to pain and loosening of femoral component. A review of the provided records by a clinical consultant indicated that "no dated serial x-rays and no examination of the explanted components are available. Based upon the information available for review, no determination can be made for the cause of the apparent loosening of the revision femoral component in the right total knee arthroplasty three-and-a-half years after implantation." No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The subject is enrolled in the post market triathlon ts outcomes study. Patient was revised due to pain and femoral component loosening.